Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced an infection and persistent pain at incision site. The patient underwent a surgical procedure to perform a washout and remove and replace all the components. There were no device issues and no further patient complications reported.